Event description:
It was additionally reported that hemolysis was ruled out. The patient had no symptoms, and medical treatment was optimized. The patient was not compliant with medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. Review of the submitted log files found that the pump appeared to be operating as intended. The patient remains ongoing on hm 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that hemolysis was suspected. Log files were submitted for review and captured a few no external power events on 19sep2025 that appeared to have been the result of the patient disconnecting both system controller leads from power. It was also indicated that the patient may have been sleeping on battery power.